Event description:
It was reported that during equipment testing conducted by a service technician at the manufacturing facility the device had unintentional activation. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.